Event description:
Caller reported a cgm error 42 associated with a g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided detailed instructions for a pump reset, and the caller was successfully guided through the reset process, resolving the issue without further occurrence of the error code, allowing the caller to start their sensor session successfully.